Event description:
An altitude alarm was declared by the pump, and insulin delivery was suspended due to this condition. There was no adverse impact on the customer's blood glucose level. The customer followed technical support's instructions to clean the pump and attempt resuming insulin delivery, initially without success. A new cartridge was loaded, but the alarm recurred. Ultimately, the pump resumed normal operation.